Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hand piece's trigger locked and would not release. After several attempts to release the trigger, another hand piece was opened and used without issue. There was no patient injury.